Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient always had a very hard time charging her stimulator that was in her abdomen. Patient reported if she got a new device she would want it in her back or side, where it is less fatty. Patient stated there was ok charging when she first got the device, and then probably a month or two into it she started having problems. Patient reported that if she played around with it long enough she could get it charged. The patient stated the implant was dead and did not work anymore. She stated it just wouldn't take a charge, and she did not want to go through surgery so she kept putting it off. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no action was taken to resolve the ins battery moving. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery moved, making it hard to locate and charge. Patient stated they had a manufacturer's representative (rep) come and try to locate and charge.